Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Litigation alleges pain, physical injury, bodily impairment and elevated metal ion levels. Update rec¿d: 04/10/2014 - plaintiff¿s preliminary disclosure form with medical records was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/28/2014. Update: 18 nov 2014 - der rcvd - added dor, patient, height, weight and activity level. Added surgeon and sales rep info. Updated cup and head and added stem and sleeve. Der quotes ' revision due to painful r hip from an asr shell. No lysis found, cup was well fixed, implanted a 52 multihole gripton cup.